Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide correction to section d3 and the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint could be confirmed for the alleged failure. Since it was stated in the allegation that "stuck/placed sheath through the inguinal ligament", the device was used against the recommendation in the IFU. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
Patient identifier: requested, not provided. Date of birth: requested, not provided. Weight: requested, not provided. Ethnicity: requested, not provided. Race: requested, not provided. Explanted date: device was not explanted. Occupation - lead tech. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that an angio-seal device was deployed on a left heart catheterization (lhc) patient and got stuck upon deployment. It was reported that the device was difficult to deploy therefore they choose not to proceed. The vascular surgeon on call was called in to intervene and removed and repaired. A femoral cut down was needed to notice that the angio-seal was deployed through the inguinal ligament, must have been a high stick. The surgeon manually deployed the angio-seal and received hemostasis. The angio-seal was not faulty, it was that it just simply did not make it down to the arteriotomy due to high stick through ligament. (B)(6) loss was less than 250cc's. Patient was in stable condition. The procedure outcome was successful. Additional information was received on (B)(6) 2021: a 6fr. Sheath size was used. Difficulty was when they placed the sheath through the inguinal ligament. A pre deployment angiogram was performed. The device sheath was described as stuck. No other equipment or devices were used with the reported product. Vascular surgeon did a cut down and manually deployed the angio-seal for hemostasis. The surgeon manually tucked the collagen through the inguinal ligament and pulled the rail of the angio-seal to deploy fully on vessel wall. The component that was stuck as described was the angio-seal white sheath.